Event description:
Pt received implant (B)(6) 2012. Pt had device removed (B)(6) 2012, due to breakage. Product has not been returned for evaluation.

Manufacturer narrative:
We have made multiple request for return of product for evaluation. Hospital will only release part to pt and to date we have been unable to receive part. Lot number not specified. Review of DHR for 2011 - 2012 shows no nonconformances. This is the first complaint received for this part number since it was launched in 2010. Dr. Stated pt was compliant and was given a postoperative shoe. Note that these plates are designed for temporary fixation only and not meant to be load bearing. The product is designed for temporary fixation only until osteogenesis occurs. The IFU warns that use of undersized plates or screws in areas of high functional stresses may lead to implant fracture or failure.